Event description:
A customer site reported a fluid leak from an in-line filter resulting in bulk liquid reagent pooling on the floor behind a benchmark lt automated staining instrument causing a laboratory technician to slip and fall. The technician's supervisor reported that the technician had to take medical care but that he did not know the extent of the injury. A ventana field service engineer was dispatched to the site and confirmed that liquid coverslip solution (mineral oil) had leaked past an o-ring in the in-line filter.

Manufacturer narrative:
There is no report of serious injury or death associated with this event. However, there is a confirmation from the reporting customer that an employee was injured as a result of a slip and fall caused by the leaking filter in benchmark lt sn (B)(4). The customer site contact has stated that the employee did require medical attention, but cannot disclose any info beyond that. As of the date of this report, the extent and seriousness of the injury to the employee is not known. This incident is being reported based on the info received to date and will be updated if additional info is received from the complainant.